Manufacturer narrative:
A ge representative evaluated the system and repaired the loose lugs on the power cord. System operates as intended.

Event description:
Customer reported the system trips a circuit breaker. Happens during cases. No patient injury was reported.